Manufacturer narrative:
Report source: abstract titled "combined radiofrequency and kyphoplasty in painful osteolytic metastases to vertebral bodies", by a. Sandri, g. Carbognin, d. Regis, d. Gaspari, c. Calciolari, v. Girardi, g. Mansueto, p. Bartolozzi. Device not returned.

Event description:
As reported in a published article, a (B)(6) female patient underwent radiofrequency of a vertebral body in association with a kyphoplasty procedure. The patient had multiple myeloma and was diagnosed with a painful, osteolytic vertebral body metastasis at level t9. A postoperative CT showed an asymptomatic cement leakage into the intervertebral space. There were no complications that occurred as a result. No further information was provided.